Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway. H3 other text : remains implanted.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 ultra valve in a failed conduit in the pulmonic position that had been treated with a non-edwards valve fractured in multiple locations. The non-edwards valve was predilated, then the first 23mm sapien 3 ultra valve was implanted. During deployment, the commander delivery system balloon burst and there was withdrawal difficulties from the implant site. After implant, review with ice and angio it was determined that the leaflet of the first valve was torn. Decision was made to place a second 23mm sapien 3 ultra valve. Post implant review of angio and ice showed no central leak and satisfied with implant.

Manufacturer narrative:
The device was unable to be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed as no relevant imagery, and/or medical record were provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra valve (s3u) was deployed in the pulmonic position. Therefore, it was an off label operation. As reported, a 23mm sapien 3 ultra valve in a failed conduit in the pulmonic position that had been treated with a non edwards valve fractured in multiple locations. The non edwards valve was predilated, then the first 23mm sapien 3 ultra valve was implanted. During deployment, the commander delivery system balloon burst and there was withdrawal difficulties from the implant site. After implant, review with ice and angio it was determined that the leaflet of the first valve was torn. Decision was made to place a second 23mm sapien 3 ultra valve. Post implant review of angio and ice showed no central leak and satisfied with implant. The team thought maybe the leaflet tear was from difficult removing the delivery system after valve deployment. In this case, the withdrawal difficulties experienced with the associated commander delivery system may lead to excessive manipulation and may cause the leaflet to tear, as reported. As such, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17528.